Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a case of removal of a ¿dancing¿ micra.¿ doi:10.1093/europace/eux064. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s transcatheter pacing system (tps). The article reported that one month after implantation the patient was in atrial fibrillation (af) with ¿fast ventricular response.¿ the pacing threshold had been noted as ¿markedly increased.¿ through a fluoroscopic check, the tps was showed an ¿impressive dancing movement of the tail of the tps.¿ there was no ¿obvious¿ device dislodgement. The physician decided to remove the tps. Of note, there were no signs of fibrosis or pericardial effusion upon removal. The status/location of the tps is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.